Manufacturer narrative:
Correction to follow up 1: the customer¿s report of a tpn infusion having infused faster than expected could not be confirmed. The customer was unable to provide a copy of the data set that was in use on the reported incident date, and as a result key press programming replication could not be performed nor could the drug selection be identified. Log analysis of the pcu and pump module event logs did not have the power on or initial programming; the event logs both began on the date of (B)(6) 2016 at 5:04am. An infusion was recorded with pump module sn (B)(4) with the rate at 4.6ml/h between the times of 5:06am until 5:31am with the infusion stopping from an air in line alarm while having a remaining vtbi at 66.657ml. The infusion was not continued after the air in line alarm. Two delays were programmed with the first at 60 minutes. This delay timed out and alarmed with a call back to start the infusion. Another delay for 120 minutes was programmed. This second delay timed out and the call back alarm to start the infusion occurred. The pump module was turned off the next day (B)(6) 2016) at 7:31am. The total volume infused for the time period available was 15.015ml. The root cause for the customer¿s report could not be identified. No device or tubing was returned for investigation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "event desc: the following event is from two perspectives. The first perspective: upon initial assessment of the patient at approximately 0815, tpn bag was noted to be empty and there was air in the infusion set line. The tpn infusion was running at 4.6cc/hr on the alaris pump as reported. Immediately, I stopped the infusion and left the lipids to run into the uvc to prevent backflow of blood. Flex rn was called along with medical staff. Labs sent and initial glucose was critical value of 990, vs obtained. Electively intubated based on initial vbg for which she received morphine and ativan. Lower bp's followed and thought to be related to sedation for which she received d.9 ns bolus x2. Hourly glucose monitoring occurred and dl0w.45 with heparin started once glucose in 200 range. They remained appropriate and have been checked with gases. Vs since normalized. Baby has been responsive, moves all extremities (mae's), active with cares; vent weans made following 1700 vbg. Parents updated fully, asking lots of questions. Risk management notified via charge rn. Alaris pump left running until picked up by engineering. The second perspective: premature infant, who was admitted/born at 856pm and admitted to the neonatal intensive care unit for management of prematurity in the setting of preterm premature rupture of the membranes (pprom) and chorioamnionitis. The morning of this event, tpn was found to have infused at > 2x desired rate. Stat vbg, complete metabolic panel (cmp), mag, and phos obtained. Vbg showed 7.037/83.6/32.9, sodium 137, potassium 5.1, calcium 1.71, and lactate 7.6. Given respiratory acidosis she was intubated." Additional event details:the customer reported that the tpn was started at 20:45 on (B)(6) 2016 and they noticed the over infusion at 08:23 on (B)(6) 2016. The IV tubing was in use for 11 hrs and 38min. Vbg results on (B)(6) 2016 at 05:00 prior to event: "7.52/25.8/61.4." The lowest blood pressure was 40/13 on (B)(6) 2016 at 10:30. The patient has recovered and was discharged on (B)(6) 2016.

Manufacturer narrative:
Baby was responsive after event, move all extremities (mae's), active with care. The patient recovered and was discharged on (B)(6) 2016. The patient was a premature infant. Preterm premature rupture of the membranes (pprom) and chorioamnionitis. The customer¿s report of a tpn infusion having infused faster than expected could not be confirmed. The customer was unable to provide a copy of the data set that was in use on the reported incident date, and as a result key press programming replication could not be performed nor could the drug selection be identified. Log analysis of the pcu and pump module event logs did not have the power on or initial programming; the event logs both began on the date of (B)(6) 2018 at 5:04am. An infusion was recorded with pump module sn (B)(4) with the rate at 4.6ml/h between the times of 5:06am until 5:31am with the infusion stopping from an air in line alarm while having a remaining vtbi at 66.657ml. The infusion was not continued after the air in line alarm. Two delays were programmed with the first at 60 minutes. This delay timed out and alarmed with a call back to start the infusion. Another delay for 120 minutes was programmed. This second delay timed out and the call back alarm to start the infusion occurred. The pump module was turned off the next day (B)(6) may/2018) at 7:31am. The total volume infused for the time period available was 15.015ml. The root cause for the customer¿s report could not be identified. No device or tubing was returned for investigation. No devices received, log review only.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "event desc: the following event is from two perspectives. The first perspective: upon initial assessment of the patient at approximately 0815, tpn bag was noted to be empty and there was air in the infusion set line. The tpn infusion was running at 4.6cc/hr on the alaris pump as reported. Immediately, I stopped the infusion and left the lipids to run into the uvc to prevent backflow of blood. Flex rn was called along with medical staff. Labs sent and initial glucose was critical value of 990, vs obtained. Electively intubated based on initial vbg for which she received morphine and ativan. Lower bp's followed and thought to be related to sedation for which she received d.9 ns bolus x2. Hourly glucose monitoring occurred and dl0w.45 with heparin started once glucose in 200 range. They remained appropriate and have been checked with gases. Vs since normalized. Baby has been responsive, moves all extremities (mae's), active with cares; vent weans made following 1700 vbg. Parents updated fully, asking lots of questions. Risk management notified via charge rn. Alaris pump left running until picked up by engineering. The second perspective: premature infant, who was admitted/born at 856pm and admitted to the neonatal intensive care unit for management of prematurity in the setting of preterm premature rupture of the membranes (pprom) and chorioamnionitis. The morning of this event, tpn was found to have infused at > 2x desired rate. Stat vbg, complete metabolic panel (cmp), mag, and phos obtained. Vbg showed 7.037/83.6/32.9, sodium 137, potassium 5.1, calcium 1.71, and lactate 7.6. Given respiratory acidosis she was intubated." Additional event details:the customer reported that the tpn was started at 20:45 on (B)(6) 2016 and they noticed the over infusion at 08:23 on (B)(6) 2016. The IV tubing was in use for 11hrs and 38min. Vbg results on (B)(6) 2016 at 05:00 prior to event: "7.52/25.8/61.4." The lowest blood pressure was 40/13 on (B)(6) 2016 at 10:30. The patient has recovered and was discharged on (B)(6) 2016.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device will be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "event desc.: the following event is from two perspectives. The first perspective: upon initial assessment of the patient at approximately 0815, tpn bag was noted to be empty and there was air in the infusion set line. The tpn infusion was running at 4.6cc/hr on the alaris pump as reported. Immediately, I stopped the infusion and left the lipids to run into the uvc to prevent backflow of blood. Flex rn was called along with medical staff. Labs sent and initial glucose was critical value of 990, vs obtained. Electively intubated based on initial vbg for which she received morphine and ativan. Lower bp's followed and thought to be related to sedation for which she received d.9 ns bolus x2. Hourly glucose monitoring occurred and dl0w.45 with heparin started once glucose in 200 range. They remained appropriate and have been checked with gases. Vs since normalized. Baby has been responsive, moves all extremities (mae's), active with cares; vent weans made following 1700 vbg. Parents updated fully, asking lots of questions. Risk management notified via charge rn. Alaris pump left running until picked up by engineering. The second perspective: premature infant, who was admitted/born at 856pm and admitted to the neonatal intensive care unit for management of prematurity in the setting of preterm premature rupture of the membranes (pprom) and chorioamnionitis. The morning of this event, tpn was found to have infused at > 2x desired rate. Stat vbg, complete metabolic panel (cmp), mag, and phos obtained. Vbg showed 7.037/83.6/32.9, sodium 137, potassium 5.1, calcium 1.71, and lactate 7.6. Given respiratory acidosis she was intubated." Additional event details:the customer reported that the tpn was started at 20:45 on (B)(6) 2016 and they noticed the over infusion at 08:23 on (B)(6) 2016. The IV tubing was in use for 11hrs and 38min. Vbg results on (B)(6) 2016 at 05:00 prior to event: "7.52/25.8/61.4." The lowest blood pressure was 40/13 on (B)(6) 2016 at 10:30.the patient has recovered and was discharged on (B)(6) 2016.